Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy according to the reporter: the pre-op diagnosis was lung mass; the aatomy involved was the pulmonary artery. The physician assistant fired the stapler; it fired halfway and jammed. They retracted the reload and to correct the problem, another stapler was opened and worked fine. Currently, the patient status is fine and there were no injuries. There was unanticipated tissue loss. There was no blood loss of 50cc or more and surgical time was not extended. No device fragment fell into the patient and the difficulty did not result in a change in procedure or re-operation. No reinforcement material was used. The post-op diagnosis is normal.